Manufacturer narrative:
Findings: pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker and broken battery tube threads. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that laying in bed sleeping and all of a sudden it was beeping. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.